Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the (B)(6). A patient who underwent an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. As reported, the patient had a tortuous anatomy. No vessel straighten maneuvers were performed prior to insertion of the esheath. Once, the esheath was inserted, the strain relief was visible outside of the patient's body, thus potentially the esheath tip could not be above the iliac bifurcation, it was not checked during the procedure. Upon insertion of the delivery system into the esheath, a lot of resistance was noted, the anatomy of the patient did not allow for the delivery system to advance further. It was decided to abort the case, when retrieving the delivery system back into the esheath, the system was unlocked so there was no coaxial alignment between the delivery system and esheath. The valve moved toward the crimped balloon. In the imagery provided, it could be seen that the valve in the iliac, exposed against the esheath tip with the pusher retracted. A lot of force had to be applied to pulled the delivery system back as per the resistance found. At this stage it was noted that one of the struts of the valve appeared bent. Before the procedure, there were no abnormalities found on the valve. The patient at this point had a sudden loss of pressure. It was found an iliac rupture, which was intended to be repair. But the patient was given CPR for thirty minutes and, unfortunately, passed away. Devices were unremovable from the patient. As per medical opinion, the root cause of the event may have been related to the tortuous anatomy of the patient, the pulled force, and the iliac rupture.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the field and the following was observed: calcification and tortuosity present in patient's access vasculature. Valve interference with sheath distal tip was observed. Damage to sheath distal tip was observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of ''unable to track system through anatomy'' was unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''after insertion of the delivery system through the esheath, it was found a lot of resistance, the anatomy of the patient did not allow for the delivery system to advance further.'' Per returned imagery, calcification and tortuosity were present in the patient's access vasculature. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, causing the delivery system with crimped thv to catch on patient anatomy and resulting in the reported difficulty in tracking through anatomy. Additionally, it was reported ''once the esheath was inserted, the strain relief was visible outside of the patient's body, thus potentially the esheath tip could not be above the iliac bifurcation.'' Per training manual, it is recommended to ''ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries).'' If the sheath tip is not inserted past the aortic bifurcation, the exposed valve crimped on the delivery system may catch on the anatomy around the aortic bifurcation junction, resulting in the reported difficulty tracking through the patient's anatomy. Available information suggests that patient (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. The complaint of withdrawal inability of delivery system with valve through sheath was confirmed through provided imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''when retrieving the delivery system back into the esheath, the system was unlocked so there was no coaxial alignment between the delivery system and esheath.'' Per returned imagery, calcification and tortuosity were present in the patient's access vasculature. Additionally, returned imagery confirmed non-coaxial withdrawal of the valve into the sheath. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Additionally, the presence of calcification in the access vessel can result in the creation of sub-optimal angles during delivery system withdrawal, which may also lead to non-coaxial alignment. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip, contributing to the withdrawal difficulty reported. Instructions for use advises to ''verify that the flex catheter tip is locked over the triple marker'' during system removal. Neglecting to lock the delivery system during withdrawal attempt may cause the balloon catheter and flex catheter to move in relation to each other during withdrawal. This may result in the valve no longer being positioned against the flex tip, leaving the valve struts exposed and potentially catching on the sheath tip during withdrawal attempts, contributing to the withdrawal difficulty reported. Available information suggests that patient (calcification, tortuosity) and/or procedural factors (improper withdrawal technique, non-coaxial withdrawal) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04776.